Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 2 months, and 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with decrease in hemoglobin and positive occult blood in stool. Esophagogastroduodenoscopy (egd) and colonoscopy was performed on (B)(6) 2018 and did not find arteriovenous malformations (avm) or source of bleeding. Gastritis was found on the pathology report. Additional information on 5sept2018: the biopsies were negative for suspicious process. The capsule endoscopy showed unremarkable result, but few possible small angioectasis was noted in the proximal small bowel. Patient was discharged on (B)(6) 2018.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on the device. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.